Event description:
It was reported via repair work order that the fowler could not be lowered/lay flat due to bent fowler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.